Event description:
During a procedure, the physician felt resistance when advancing the guidewire. The wire was very far into distal vasculature, and got stuck in the vessel. The wire tip was noted to have prolapsed during treatment of the lesion. The tip of the guidewire then broke off and embolized, and was retrieved with the lasso catheter. The patient reportedly suffered a coronary attack.